Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was worn, partially separated and split. There was no missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device, this type of the ptfe pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output in seal & cut mode while grasping nothing. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Cross reference MFR. Report number: 8010047-2016-00484.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the ptfe pad of the subject device was partially separated. No pieces were fallen off. Details of the procedure were unknown. The doctor completed the procedure with another device. There was no patient injury regarding this report.